Event description:
Device malfunction: none. Time of malfunction: post procedure. Symptoms/ae: hypotension, bradycardia, stroke. It was reported that an rx acculink stent was successfully implanted in the left internal carotid artery. The same day, post procedure, the pt developed symptomatic hypotension and bradycardia, with right arm and leg drift and, mild to moderate word slurring secondary to hypotension. CT of the brain was negative for acute changes. The pt was hydrated and the hypotension and bradycardia resolved three days later. All symptoms resolved when blood pressure normalized. Six days post-procedure, the pt was hospitalized for a stroke with intermittent right sided weakness and confusion. MRI revealed several small, scattered, peripheral, acute infarcts of the left cerebral hemisphere suggestive of embolic disease. Angiogram revealed a patent carotid stent. A platelet inhibition test was 41%; therefore, the dosage of plavix was doubled. Though requested, no additional info. Was provided.

Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the pt's body. Hypotension, bradycardia, neurological deficit/dysfunction, stroke and embolism are known potential adverse events associated with the use of the device. A specific root cause of the adverse events could not be determined; however, it does not appear to be related to a device quality issue. A review of the finished device lot history record did not reveal any non-conformity, which could have contributed to this event. All released units from this lot met acceptance criteria per line reliability engineering testing.